Manufacturer narrative:
Follow-up #1 (07/29/2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 6:27pm. According to the csr's documentation, the patient reportedly obtained a blood glucose result of "449mg/dl" with the subject meter. The patient manages her diabetes with metformin (1000mg twice a day), lantus (10 units in the evening), and humulin r (sliding scale). However, at the same time after the alleged issue occurred, the patient administered 12 units of humulin r insulin and 20 minutes later, the patient allegedly obtained a blood glucose result of "175mg/dl" with an unspecified meter. The patient reportedly went to the pharmacy (time not specified) and during her pharmacy visit the patient allegedly obtained a blood glucose result of "202mg/dl" with the subject meter and "114mg/dl" with the pharmacy's meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. According to the csr's documentation, 30 minutes after the alleged meter issue began, the patient reportedly developed symptoms of shaking, dizziness, slurred speech, trouble walking, vision problems, and could not think. At an unknown time later, the patient reportedly consumed food as self-treatment and went to the emergency room (ER) sometime between 9:30-10pm that evening. During the patient's ER's visit, she obtained a blood glucose result of "120mg/dl" with the ER's meter (at 9:36pm); however, the patient did not receive any medical intervention. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.